Event description:
It was reported by that when the devices and reload were used during an unknown procedure, the devices locked out after being reloaded. Another device fired without incident. The bowel had to be taken down and resected.